Event description:
It was reported that a patient presented with implantable cardioverter defibrillator was noted to have missing and partial electrocardiogram readings. No intervention or adverse patient consequences were reported.